Event description:
As reported, patient underwent transabdominal preperitoneal (tapp) bilateral inguinal hernia repair with 3dmax mesh fixed with sutures on (B)(6) 2024. About first day of post-implant, patient underwent CT and was diagnosed with right lower abdominal distension, pain, bowel obstruction and right inguinal hernia mesh displacement. As reported, patient under observation and enema treatment was given.

Manufacturer narrative:
As reported, the patient experienced bowel obstruction, abdominal distension, pain and mesh migration on the following day of implant of 3dmax mesh. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s alleged post op courses. The instructions-for-use supplied with the device lists pain and migration as possible complications. Review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in august 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.